Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. No analysis was identified in the log on or around the incident date for zoll to review the algorithm decision. The log indicated the device detected a life threat alarm: vf/vt. This alarm is a configuration setting. The device does not advise to shock or not shock when presented with this alarm, it is at the user's discretion on how to proceed. The device passed all testing successfully, was recertified, and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1220908-2024-03333, 1220908-2024-03334, 1220908-2024-03350, and 1220908-2024-03354 for similar events reported from the same customer.